Event description:
It was reported that the patient underwent a posterior, multi-level, lumbar fusion using rhbmp-2/acs and local autograft. Per the op notes, a cage was packed with an rhbmp-2/acs, graft extender/expander and placed in the interbody space anteriorly. The rhbmp-2/acs laden cage was then impacted into the disc space anteriorly and onto the contralateral side, toward the left side. A second cage was then placed laterally and also packed with rhbmp-2/acs. No complications were reported. Reportedly, an unspecified "post-operative period was marked by the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003, the patient presented with following pre-op diagnosis : l2-3 stenosis. L2-3 instability. Degenerative disc disease, l2-3. The patient underwent following procedure : 1. 360 degree lumbar spinal fusion. Right-sided transforaminal lateral interbody fusion. Decornpressive laminectomy and medial facetectomy foraminotomy, right side. Application of interbody prosthetic device. Allograft bone fusion with bone graft. Bmp interbody bone fusion. Pedicle screw fixation, l2 to l3 using screw fixation instrumentation. Microscopic assistance with microdissection technique and microillumination. Fluoroscopy with interpretation and supervision by the attending surgical physician. Arthrodesis l2/3 interbody technique. Per op notes, "... The incision was made on the left side at l2-3 level . Pedicle screw were placed on left of l2 and l3. 45mm long rod was then placed. The cage was then packed with bmp sponge . Bone graft was then placed in the interbody space anteriorly. The cage was then impacted into the disc space anteriorly. Second cage was then placed ipsilaterally and also packed with bmp. In similar procedure, pedicle screws aere placed on the right hand side. The patient sustained the procedure."